Event description:
It was reported via legal documentation that approximately 8 years and 2 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, fibrosis, discomfort, pain, loss of range of motions and synovitis. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the arthroscopic procedure reported appears to be due to loss of range of motion secondary to development of fibrotic tissue and patient-related considerations. Prosthesis wear may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall; however, the reported prosthesis wear/failure could not be confirmed from the provided information and no devices were revised during this procedure.